Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that she tried 3 sensors and none of them gave the green light with the transmitter. The customer mentioned that the transmitter does not blink when connected to the sensor. The customer stated that the third sensor had no cannula. The sensors will be returned for analysis.